Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was asymptomatic, there was no clinical compromise. The arrhythmia was not thought to be device related, there was no ICD implanted prior to vad. The issue resolved, no further plan of care is necessary. Amiodarone was previously stopped due to adverse side effects.

Manufacturer narrative:
The patient's previous cardiac arrhythmias were reported under MFR #'s 296596-2021-01542 and 2916596-2021-01543. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to be in atrial fibrillation via electrocardiogram on (B)(6) 2021. The patient was in normal sinus rhythm on (B)(6) 2021 as seen on their last electrocardiogram. The patient had a history of atrial fibrillation, and this was a new presentation. The patient was considered to be in ongoing/stable condition.